Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 410 mg/dl at the time of the call. Customer had treated their blood glucose with a manual injection. It was also found the customer was feeling thirsty due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer had an occluded cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.